Event description:
Pt called alleging that one touch basic meter was reading inaccurately high. "Pt was getting a result of 174mg/dl, took insulin dosage and after a few hrs pt was rushed by paramedics to emergency room. Paramedics tested blood and received reading of 64mg/dl and at emergency room around 51 mg/dl. Customer was treated with food, orange juice and powdered doughnuts. "No further info available."